Event description:
It was reported by a bd representative that the sears broke when loading the tubing into the device. The event occurred in the test r& d lab. There was no report of patient involvement. The set was loaded and door closed with two-hands.

Manufacturer narrative:
The customer complaint of a broken sear was confirmed. The returned sear was examined and found to be broken and separated in the middle of the sear. The root cause of the customer complaint of a broken sear was not determined.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported by a bd representative that the sears broke when loading the tubing into the device. The event occurred in the test r& d lab. There was no report of patient involvement. The set was loaded and door closed with two-hands.